Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and the power on self-test the f-94 alarm was identified. The alarm was caused by a depleted main battery. The main battery was replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.